Event description:
A healthcare facility in (B)(6) reported to fisher & paykel healthcare's branch office in the united states that the super capacitor of the iw910jeu mobile infant warmer did not pass its product notification test. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Device MFR date: the subject iw910jeu infant warmer was manufactured in 1998. The capacitor of the complaint infant warmer unit is currently en route to fisher & paykel healthcare for examination. We will submit our findings in a f/u report following receipt of the device and completion of our analysis.